Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; stylus and arrow did not align; overlay/bezel assembly found out of electrical specification. Analysis also found the stylus was missing and the tabs on the power cord bay door were broken. (B)(4).

Event description:
It was reported that the programmer screen did not with the stylus pen even after a new stylus was ordered. The programmer was returned for repair. There was no patient involvement.